Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was not previously returned for service. The database showed no quality notifications were opened for the device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
Case ID: (B)(6). Case status: open. Summary: 8100 error 240.4150 (npi). Case notes: problem description (B)(6) 2018 08:03:17 (B)(6). Assist franklin dumaguala (631-831-9514), to identify problem fault to the bottle-side pressure sensor for repair/replacement. Customer added to the asm software task (analog sensors), to troubleshoot voltage display. Observed voltage readings high, at 4.98 volts for the bottle-side.